Manufacturer narrative:
It was reported that a revision surgery was performed due to implant breakage. The associated complaint device, used in treatment, was not returned for evaluation. Thus the product analysis could not be performed. Smith and nephew has been unable to obtain device details. As device details were not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Probable causes could not be determined at this time due to lack of product information. Without the return of the actual product involved and no patient records available, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the devices or additional information be received, the complaint will be reopened and reevaluated.

Event description:
It was reported that a revision surgery was performed due to implant breakage, further information requested.